Event description:
Related manufacturer report number: 3006705815-2023-01356, 3006705815-2023-01357. It was reported that the patient's leads were fractured and the ipg was at end of life. It is unknown when the patient lost therapy. Surgical intervention was undertaken and the leads and ipg were explanted.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Correction b5: additional information received reports that the patient's ipg has met normal longevity and is therefore no longer reportable.

Event description:
Additional information received reports that the patient's ipg has met normal longevity and is therefore no longer reportable.